Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There were two alarms, an air detected in cassette and patient sensors too high during drain three of pd treatment. The patient stopped treatment and fluid was seen leaking from the cassette door. The patient was adamant about getting a new cycler. A new cycler was issued. Patient will perform manual treatments in the absence of a cycler. In a follow up, the patient's caregiver said that everything was connected properly, but there was fluid in the cycler and on the cassette. There was no harm, intervention or adverse event for the patient. The patient was able to do manual treatments until a new cycler arrived. The cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There were two alarms, an air detected in cassette and patient sensors too high during drain three of pd treatment. The patient stopped treatment and fluid was seen leaking from the cassette door. The patient was adamant about getting a new cycler. A new cycler was issued. Patient will perform manual treatments in the absence of a cycler. In a follow up, the patient's caregiver said that everything was connected properly, but there was fluid in the cycler and on the cassette. There was no harm, intervention or adverse event for the patient. The patient was able to do manual treatments until a new cycler arrived. The cycler is available to return.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed signs of physical damage: heater tray discolored. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Vacuum check ¿ failed. Measured (vacuum < 160 mbar): 396 mbar. Failure traced to: clogged hp2 filter. Replaced hp2 filter. Patient sensor check ¿ passed. Valve actuation test ¿ passed. System air leak test ¿ passed. Post-ast 2 hours 15 mins 8500ml simulated treatment was performed without any failures or problems. No fluid leaks were found after simulated treatment. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.